Event description:
It was reported that a review of this implantable pacemaker data was requested to technical services (ts) due to the minute ventilation (mv) sensor being disabled by the signal artifact monitoring (sam) feature detected on the right atrial (ra) and right ventricular (rv) leads. Upon ts review, it was noted that the first sam episode was triggered due to oversensing of atrial fibrillation/atrial flutter and the recorded impedance was in range at that time. The second sam episode exhibits noise that is very likely mv signal, which appears clear on the rv lead and is more subtle on the ra channel. The ra channel also displays some noise that could likely be myopotentials, and in this case, the device recorded an ra ring to can impedance measurement of less than 200 ohms, which is low out of range. In addition, the device is fitted with non-boston scientific ra and rv leads, which is known that can favor the appearance of the mv signal due to transient high impedance and is caused by fretting inside the device header. Ts provided further programming options. The device system remains in service. No adverse patient effects were reported. Additional review by ts of the health care provider inquiries indicate there is a suspicion of ra lead fracture and it was advised to confirm if there was a lead safety switch (lss) recorded. Further information regarding the device function was provided as well and it was recommended to perform a thorough troubleshooting the next time the patient is seen in clinic.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.